Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain coverage. An x-ray was performed and lead migration was not identified. Reprogramming attempts were completed, but unable to restore adequate coverage. A revision procedure was performed and the lead was repositioned.

Manufacturer narrative:
The device remains implanted. A root cause for the inadequate pain coverage could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result."